Manufacturer narrative:
This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient had not used the device in approximately six years, due to a reported processor issue which was not resolved. The patient was fit with new external equipment, but experienced no connection with the internal device. It was also reported that the patient has a "lump above the [external] coil". The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.